Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's as assesment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to a defective power supply. It was also noted that the screen and the overlay bezel was cracked. The power cord bay was broken. The left lower display bullet was missing. The left and right keyboard rail covers were broken. The left and right keyboard hinges were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.